Manufacturer narrative:
The suspect device will not return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during a percutaneous transhepatic cholangiography (ptc) procedure, the catheter tip detached within the patient. The physician had acquired percutaneous access through the liver with a 4f catheter. During catheter manipulations over a guidewire the catheter tip detached. The catheter tip was then pushed into the patient's intestinal peristaltic (duodenum), to naturally pass through the patient's digestive tract.